Event description:
The dealer states the unit overheats and shuts down. Dealer states no error code. The dealer has a aftermarket inlet filter on the unit. When an OEM inlet filter was attached, it dropped.